Event description:
A health care professional reported a pt who experienced severe red eyes, itching and diffuse corneal infiltrates following the use of this product. She stated the pt was treated with a steroidal anti-inflammatory medication. She reported the doctor has switched the pt to another multi-purpose solution and his symptoms have resolved. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested via mail on 10/04/2010, via fax on 10/04/2010; and via phone on 10/11/2010. (B)(4).